Manufacturer narrative:
The product and circumstances have been investigated and it is clear by the events that placement of the catheter tip into the heart was related to this incident. Pericardial effusion is a known outcome when PICC lines are inadvertently placed into the heart, as has been determined by x-ray to be the case in this incident. The returned catheter has been investigated and has been determined to be fully functional and without anomaly. The catheter tip and catheter body have been inspected under magnification and show no increased risk of causing an effusion. It is reasonable to conclude that the effusion was not a result of the product and more likely a result of placement into the heart.

Event description:
PICC line was placed in left brachial vein. Serial x-rays showed tip of catheter in the right atrium. An echo showed large pericardial effusion.